Event description:
Info received indicates fluid ingress onto the right intermediate side rail ucm board.

Manufacturer narrative:
The technician replaced the right side rail ucm board and cable to repair the bed.